Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that the bd micro-fine¿+ pen needle stuck the nurse when the cap couldn't be screwed back on. The following information was provided by the initial reporter, translated from chinese to english: "after the nurse injected insulin to the patient, he was stabbed when the needle cap couldn't be screwed back. This happened many times, and the nurse disinfected and dealt with it in time."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle stuck the nurse when the cap couldn't be screwed back on. The following information was provided by the initial reporter, translated from (B)(6) to english: "after the nurse injected insulin to the patient, he was stabbed when the needle cap couldn't be screwed back. This happened many times, and the nurse disinfected and dealt with it in time."